Event description:
The customer reported, the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found an intermittent problem with the single board computer. The single board computer has not yet been replaced, however, the system operates as intended.